Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the anvil was hard to be attached to the housing. The device was used between colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.